Event description:
Distributor notified co that one of their customers reported that while using our sc7000 bedside pt monitor that the monitor re-initialized (reset). After the monitor reset occurred, they reported that the invasive arterial blood pressure (iabp) function of the monitor did not work for approx two minutes. No pt injury was reported.